Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material adhered to the insertion tube was unable to be further specified. Moreover, no deformation/physical damage of the tube was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU: gif-q150, cf-q150l/I operation manual chapter 3 preparation and inspection shows how to detect the event. IFU: gif-q150, cf-q150l/I reprocessing manual 3.3 precleaning 3.5 manual cleaning shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The reported angulation control issue was confirmed; the angulation did not meet with specifications for the up or down directions due to a worn angle wire. The reported bending section damage was confirmed; the bending section was damaged and had missing adhesive. In addition, the bending section cover was dirty. The reported insertion tube issue was confirmed; the insertion tube's coating was peeling. In addition, the insertion tube indicator markings were faded. The reported distal end issue was confirmed; cracking was seen on the surface of the distal end. In addition to the reported issues and foreign material found, other issues were identified during examination: water could not be fully removed from the air/water chamber; the nozzle was damaged; the light guide lens was cracked; the connector cover was damaged; the indicator mark on the connecting tube was faded; the scope connector cover was dented; the universal cord was scratched; and the insertion tube showed buckling. Functional testing was performed; this showed the device's angulation control knob had excess play due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during maintenance the gastrointestinal videoscope had limited angulation range, the bending section was damaged, the coating on the insertion tube was peeling and the distal end was scratched. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned the device revealed the presence of foreign material at the connector. According to the customer, the device was reprocessed before pickup. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.